Event description:
It was reported bd microlance¿ 3 needle had epoxy on the cannula. The following information was provided by the initial reporter: "when unpacking the needle, it is seen that on the needle's tip there is white glue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304622 and lot number 210502. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a needle with drops of epoxy was observed. Epoxy is the adhesive used to join the cannula and hub components. We have concluded that this issue occurred during the assembly process when the epoxy is added, due to a temporary stoppage or malfunction in the epoxy dosage machine. Consequently, a higher quantity of epoxy was added and dropped onto the affected cannula. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported bd microlance¿ 3 needle had epoxy on the cannula. The following information was provided by the initial reporter: "when unpacking the needle, it is seen that on the needle's tip there is white glue."